Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding two (2) falsely depressed carbon dioxide (co2) patient sample results obtained on a dimension vista® 1500 intelligent lab system. Siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the event. Hsc reviewed the information provided by the customer. Hsc observed that poor quality water was present in the water tank of the water purification module (wpm). The issue was resolved with standard maintenance by emptying and refilling the water tank. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required.

Event description:
Two (2) discordant falsely depressed carbon dioxide (co2) patient sample results were obtained on a dimension vista® 1500 intelligent lab system. The falsely depressed results were reported to the physician(s) and were questioned. The same samples were reprocessed on an alternate dimension vista® 1500 system and obtained higher results. The higher reprocessed results were considered correct. Corrected reports were issued. The same samples were reprocessed on the original dimension vista® 1500 after standard maintenance was performed and the results obtained agreed with the results obtained on the alternate dimension vista® 1500 system (data not provided). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed carbon dioxide (co2) results.